Manufacturer narrative:
Date of surgery is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-01680. Related manufacturer reference number 3006705815-2022-13630. Related manufacturer reference number 1627487-2022-01984. It was reported that patient underwent surgical intervention at unknown date wherein the extensions, ipg were explanted and the cervical lead tails were cut for unknown reason. Additional surgical intervention may take place to address the issue.